Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h8, h11. Corrected data: h6 component code. Returned product exhibits signs of use (scratches, scuffs) and confirming complaint the spring is broke/fractured, not all pieces returned. Performed dimensional analysis all results are within specification. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the femoral slap hammer broke during a surgical procedure. No foreign body was retained in the patient. The procedure was completed without any reported health impact or complication to the patient or operator. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.